Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device would not fire any clips. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2008. Broken jaw. Eval summary: no conclusion could be reached as to what may have caused the reported event. The device was noted to have the jaw ramp broken off from the left side. The device was tested for functionality; it cycled, and ejected the remaining clips due to the jaw condition. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the mfg process.